Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges bilateral revision procedures occurred due to pain, discomfort, tissue/bone destruction and elevated metal ion levels. Invoice history confirms revision procedures were performed on (B)(6) 2012 and (B)(6) 2012 to remove and replace the modular heads. It is unknown which side was replaced on those dates. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records indicates the right hip was revised on (B)(6) 2012 due to chronic pain and elevated metal ion levels and the left hip was revised on (B)(6) 2012 due to pain, elevated metal ion levels and vertical positioning of the acetabular cup. The right hip revision operative report notes evidence of metallosis, dark fluid in the joint, black staining throughout the synovium, the presence of metal debris, and superolateral loosening of the acetabular cup. The left hip revision operative report notes weak and minimal bone, lytic areas in the acetabulum, necrosis, a large amount of fluid, and the presence of metal debris. During both revision procedures, the modular heads and acetabular cups were removed and replaced with biomet modular heads and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions"; number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain¿; number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity"; number 6 states, ¿inadequate range of motion due to improper selection or positioning of components¿; and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Under warnings it states, "loosening of the implants may result in increased production of wear particles." This report is number 3 of 4 mdrs filed for this event (reference 1825034-2013-02714 / 02715 & 2015-00745 / 00746). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.